Event description:
Patient had right knee arthroscopy surgery with use of arthrowand integrated cable. Post surgery, there was a reddened, elongated burned area below the right knee cap with a small area of skin missing.